Event description:
Additional info retrieved upon on-site visit with customer: confirmation was rec'd regarding one incident involving the phaseal infusion adapter c100 spike breaking off. The incident involved taxol. No info available in regard to IV container/bag involved in incident. No info available regarding specific handling/preparation procedure prior to incident. No drug contact or injury or patient and/or user is reported.

Manufacturer narrative:
The reported incident does not involve death or injury to pt, user or other person. The risk of potential death or serious injury is considered negligible. Investigation performed in relation to previous reports have shown that fractures of the phaseal infusion adapter c100 spike may occur as result of interactions between the infusion adapter spike. Certain drugs and certain IV container port. The previously reported incidents with fractured c100 spikes have occurred in combination with bbraun pab IV containers with rigid spike ports. There was no evidence that the undiluted drug (taxol) may cause fracture of the c100 spike, unless the drug and spike were used in combination with the mentioned IV container. A technical bulletin with this info and a recommendation to flush the infusion adapter with diluted drug immediately after injection was issued to all us customers as a result of the performed investigation. The instruction for use was revised accordingly.